Event description:
It was reported by the patient's legal counsel that the patient received a tka on (B)(6) 2006. On (B)(6) 2011, the surgeon recommended revision surgery due to radiographic evidence of subsidence around the tibial component and some varus. No surgery has been performed and it is unknown if one is planned.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.